Event description:
Co is investigating observations of dump relay failures detected on the production line. The relay coils were obvserved to be open or intermittent. A faulty dump relay coil can prevent the defibrillator from charging to the droper energy and/or will slow charge time. The transfer relay assembly is used in the following devices: 9 defibrillator/monitor, 9p defibrillator/monitor/pacemaker, 10 defibrillator/monitor/pacemaker, 11 defibrillator/monitor/pacemaker, and 300 automatic advisory defibrillator.